Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the insertion tube was damaged and it was not possible to perform a leak test. Furthermore, bending section cover was missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the uretero-reno fiberscope has oxidation in the light tower and several dots in the image. During a standard service inspection of the customer returned device, the equipment was de-voided of approximately twenty-five centimeters of insertion tube. This report is to capture the reportable malfunction of bending manipulation and insertion tube defects noted at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The cause of these events cannot be specified. From the following findings, it is presumed that the user cut the insertion section: several spots in the image were reported. According to the device evaluation results, 25 cm of the insertion section was missing. Device inspection results showed that the insertion section was cut by human. In similar complaint, a part of insertion section was missing when device arrived at olympus because the user had cut it. User can properly detect the suggested events by handling device in accordance with the following instructions for use (IFU) description: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor complaints for this device.